Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt) when attempting to program a bolus. The patient changed the battery, but the device again displayed e8. The patient could not confirm the e8 message because the check button was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The check and menu button do not respond. There are particles inside the housing of buttons. The particles isolate the area of contact inside the button housing. Due to this problem the check and menu button do not respond.